Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, in a calcified and tortuous right external iliac and right common femoral arteries, the 14f esheath+ was inserted successfully, however the valve and delivery system were advanced with greater than usual push force. The valve was aligned without issue. The delivery system and transcatheter aortic valve replacement (tavr) valve were advanced to the native aortic valve position and the valve was successfully deployed without complication. Upon removing the 14 f esheath+, there was resistance noted and the semi-expandable portion of the esheath+ had a tear. The esheath+ was carefully removed and was noted to have a second tear in the expandable portion of the mid esheath+. Perclose sutures were tightened, and manual pressure was held. No vascular issues post procedure. No vascular complications.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing and dimensional testing were not completed. Review of provided imagery was performed and the following was observed: tortuosity, calcification and undersized regions are present in the access vessel (right side). The 14f esheath+ is indicated for vessel diameters '5.5mm. Post procedural device imagery shows a liner tear in the middle of the sheath shaft with a liner strand at the distal end of the liner tear. Strain relief is torn near the distal end. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ introducer set and commander delivery system IFU's along with the procedural training manual (s3ur) were reviewed. Precautions noted in the esheath IFU note: 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively' and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. Precaution noted in the commander delivery system IFU note: 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for 'strain relief ' damage', 'sheath liner torn', 'difficulty advancing through sheath', and 'sheath liner strand' were confirmed through review of the returned imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per imaging evaluation, tortuosity was observed in the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per imaging evaluation calcification was observed in the access vessel (right side). Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per imaging evaluation, undersized regions were observed in the access vessel (right side). The 14f esheath+ is indicated for vessel diameters '5.5mm. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Per follow up questions, 'was a sharp angle of insertion required? Yes. Access was top of the femoral head on the right side and a sharp angle of insertion was likely due to the anatomy and location of arteriotomy'. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (i.e. Strain relief damage, liner tear, liner strand) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations "in place" to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.'. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (steep insertion angle, high push force, excessive manipulation) may have contributed to the complaint event. The complaint for 'difficulty removing sheath' was confirmed through review of the returned imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'the valve was aligned without issue. The delivery system and tavr valve were advanced to the native aortic valve position and the valve was successfully deployed without complication. Upon removing the 14 fr. E-sheath+, there was resistance noted and the semi-expandable portion of the e-sheath+ had a tear. The e-sheath+ was carefully removed and the e-sheath+ was noted to have a second tear in the expandable portion of the mid e-sheath+'. Per review of the returned imagery, tortuosity, calcification, and undersized regions were observed in the access vessel (right side). The 14f esheath+ is indicated for vessel diameters '5.5mm. Post procedural device imagery showed a liner tear in the middle of the sheath shaft with a liner strand at the distal end of the liner tear. The strain relief was torn near the distal end. Calcification and undersized vessel diameter can create a constrained condition which can lead to resistance during sheath withdrawal. Calcification and tortuosity can subject the sheath to suboptimal angles which can also contribute to resistance through an increase in non-coaxial alignment between the devices. The torn sheath liner and strand may have also contributed to further resistance due to increased interaction with the vessel. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (liner torn) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.